Event description:
Pump under-infused without alarming. The nurse left the line clamped. The pump was not recognizing that no fluid was passing through. The volume delivered was "off". There was fluid left and the pump didn't alarm. There is no pt info available at this time.

Manufacturer narrative:
The eval is on-going. A f/u report will be initiated after the completion of the eval.